Manufacturer narrative:
Additional information was received that the reason for the explant procedure was that the patient was being worked up for a medical condition and is in need of a full body magnetic resonance imaging (MRI). No device malfunction was suspected.

Event description:
A report was received that the patient was for ipg replacement of unknown reason. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was for ipg replacement of unknown reason. The patient will undergo an explant procedure.